Manufacturer narrative:
The reported unused devices were returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. Two of the devices were observed to have an insufficient seal due to the device pushing into the seal area. One device was observed to have the seal at a crooked angle. The packaging engineer confirmed there was a breach in sterility in two out of the three device packages by way of dye leak testing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, no prior complaints have been received. A two-year review of complaint history revealed 24 similar complaints, with 60 devices, for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaint were confirmed. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected three 139104 ext ultraclean electrode due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.